Event description:
The patient experienced increased tone and a critical alarm occurred. The pump was interrogated and a motor stall was revealed. The pump was replaced on an emergency basis. The drugs being administered via the pump were: compounded baclofen and morphine. Additional information has been requested.

Manufacturer narrative:
(B)(4).